Manufacturer narrative:
The manufacturer did not receive the device, x-rays, or other source documents, for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. Zimmer ref no: (B)(4). This pt is a bilateral pt. The other ref no: (B)(4).

Event description:
A pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's counsel that the pt received a durom us acetabular component 54/48 n on the right side on (B)(6) 2009. Pt has not been revised, pt is being monitored due to unk reasons.